Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump communicated properly with the test glucose sensor simulator. No calibration error was noted. The insulin pump was received with a cracked display window, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had two cracks on the lcd screen. The customer's blood glucose level was 70 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.